Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was between 70 and 80 mg/dl. Reportedly, a second cgm bg reading was 48 mg/dl, and the meter bg reading was 102 mg/dl. Reportedly, a third cgm bg reading was 47 mg/dl, and the meter bg reading was 61 mg/dl. Reportedly, a fourth cgm bg reading was less than 40 mg/dl, and the meter bg reading was 53 mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the cgm readings became accurate and the customer continued to use the sensor.